Event description:
Spacelabs received a report that a cardiocall ECG event recorder was hot and melted the plastic enclosure close to the battery. A patient stated that he was burned.

Manufacturer narrative:
Spacelabs is filing this report because we were advised a patient injury involved in this complaint on (B)(6) 2012. The initial complaint received on (B)(4) 2011 did not identify any patient involvement therefore no MDR was filed. The subject device was returned to spacelabs facility for investigation. The root cause was identified as battery short, which was caused by an improperly trimmed wire on the negative contact piercing insulation on the battery and shorting to the positive side of battery. Spacelabs requires wires be trimmed flush after soldering in the assembly procedures. Spacelabs has updated the assembly process work instruction by adding photos to clearly indicate correct trimming of wire after soldering to battery contact. Retraining of this process was conducted to prevent any future reoccurrences. The customer's unit has been replaced. A review of available data did not identify any similar complaints. We consider this malfunction to be an isolated case. We have concluded that no further action is required and consider this issue closed.